Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an additional report of a hole in one of the foley catheter balloons yesterday, they would send this one with the other foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an additional report of a hole in one of the foley catheter balloons yesterday, they would send this one with the other foley. As per follow up information received email on 12may2025, it was reported that the balloon of the catheter was burst and all the 3 balloons had same failure. Ref # (B)(4), lot # ngjw3967 catheter had hole in balloon, ref # (B)(4), lot # ngjy1302 balloon would not deflate, and ref # (B)(4), lot # ngjw3967 catheter had a hole in balloon. They had provided all the 3 samples last week.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received 1 all-silicone temp sensing foley catheter, 1 all-silicone foley catheter and 1 foley catheter. All the samples were tested for proper inflation and deflation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. No additional actions are required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an additional report of a hole in one of the foley catheter balloons yesterday, they would send this one with the other foley. As per follow up information received email on 12may2025, it was reported that the balloon of the catheter was burst and all the 3 balloons had same failure. Ref# (B)(4) lot # ngjw3967, catheter had hole in balloon, ref# (B)(4), lot # ngjy1302 balloon would not deflate, and ref # (B)(4) lot # ngjw3967. Catheter had a hole in balloon. They had provided all the 3 samples last week. Per investigator's notification received on 29sep2024, it was reported that tear present in balloon was found during sample evaluation. Lot # ngjw4614.